Event description:
Patient was implanted with spinal hardware in 2007. Follow up x-ray found that setscrew had loosened and a revision was performed. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
Review of the x-rays show a pt with a significant spinal curve. This was a single side construct l5/s1. Construct appears to have been subjected to significant stress due to pt anatomy and the lack of an interbody device. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. These products are technique dependent and events of the nature can occur. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.